Manufacturer narrative:
According to the complaint description, lot number is available but not the sample. After receiving this complaint, we searched for other complaint and we didn't find other complaint regarding the lot number: 9558628. This product is made by our subcontractor which was informed about this issue. We received documentary investigation from our subcontractor: the probably root cause of this issue was a problem with balloon¿s raw material. Checking the quality databases revealed a corrective and preventive action possibly related to the defect described: monitoring CAPA: 000152: "balloon issues on folysil and silicone prostatic catheters". The trending for balloon bursting is specifically monitored. A similar case study was performed based on same item number: aa6116, same defect "burst" over last four year, 29 similar cases were found. The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user.

Event description:
According to the available information the catheter came out of the urethra during the patient's change and was found deflated and split. No adverse patient events were reported.

Manufacturer narrative:
No other complaints were found for the lot number.

Event description:
According to the available information the catheter came out of the urethra during the patient's change and was found deflated and split. No adverse patient events were reported.